Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# /serial#: (B)(4), implanted: 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-jun-2023, UDI#: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (500 mcg/ml at 120 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that sunday night the patient had what looked like a seroma around the pump. The patient was taken to surgery and the surgeon said it was csf (cerebrospinal fluid) leaking from the back all the way around to the pump pocket. There was no disconnect of the catheter to the pump, ¿everything looked perfect¿. Per the reporter, the patient had the device system implanted on the 24th and this developed over the weekend. The patient was non-spastic and otherwise doing well from a therapy standpoint.